Manufacturer narrative:
The reported events of stretched helix and twisted material was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right ventricular leadless pacemaker (lp)'s helix became stretched. The issue was first noted under fluoroscopy while inside the patient. However, the helix was also noted to be bent when removed from the patient. Physician noted that this might have occurred while deploying the delivery catheter's protective sleeve during the pre-mapping process and subsequent repositioning due to unsatisfactory mapping values. The lp was replaced to complete the procedure. Patient had no consequences.